Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day following the implant procedure, the acuity steerable left ventricular (lv) lead was dislodged. This lv lead was replaced. During the revision procedure, the right atrial (ra) lead dislodged and was repositioned. The day following the revision/repositioning procedure, the new easytrak 3 lv lead exhibited a loss of capture and was assumed dislodged. The device was reprogrammed to ddd with a 300ms avd for the lv lead and no further revisions are planned. No additional adverse patient effects were reported.